Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. No cartridge was received for investigation therefore no evaluation could be performed for the cartridge leaking allegation.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reverted to an alternate method of insulin therapy. Additionally, it as reported that the cartridge was leaking from an unspecified location. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information could be obtained.